Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Reference medwatch: mw5091661. Consumer reported she contracted a severe urinary tract infection that she believed was from tampon pieces left behind in her body. She was prescribed medication for treatment. She experienced some relief, however, was still experiencing urinary discomfort.